Event description:
Patient was having d10 infusion for low blood sugars. Pre-feed was found to be critically low even after good po (oral) intake. Line was closely inspected, and small hole was found in tubing, causing the IV fluids to leak out prior to reaching patient.